Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported to olympus they received the b30 scope communication error when using the light source. It was not specified at what point during use the event occurred. There was no reported patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device inspection and the legal manufacturer's final investigation. New information added to the following field: h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device was inspected by an olympus field service technician. During the inspection, the reported event (error b30) was not confirmed. However, it's likely the b30 occurred because of device, cf-h185i. (See patient identifier (B)(6) for the complaint associated with ch-h185i.) Also, the xenon lamp of the light source needed replacement. Based on the results of the investigation, a definitive root cause of the b30 error could not be determined. Olympus will continue to monitor field performance for this device.